Event description:
The pump was returned for investigation. Investigation revealed a dim and fading display and corrosion with a malfunction in the internal clock battery. This report is made based on results of investigation completed on (B)(4) 2015.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the display was found to be dim and fading. The investigation was completed with the returned battery cap. The pump was exercise for 24 hours; the battery was then removed for 6 hours and the time and date were found to have reset to default. The pump case was removed for further investigation and corrosion was found underneath the internal clock battery. The black box revealed a time and date reset to default after a battery change on (B)(4) 2014. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).